Event description:
It was reported that during a sleeve gastrectomy procedure, a black cartridge with peri-strips buttressing was used on the first firing successfully. On the second firing with a black reload with peri-strips buttressing (both sides), an entire row of staples did not deploy on the specimen side. The sales rep stated that he could clearly see that an entire row of staples did not deploy on the reload (inner row, closest to knife). On the patient side, the staples formed, but there was bleeding and was sutured. The case was completed with the same endocutter. The gastric sleeve was leak tested and was fine. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60t cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/16. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the sales rep noted that he looked at the black reload during the case and it appeared that the sled went off track and deck deflection may have occurred. Five gold reloads were used to finish the case.